Event description:
Information received from the field does not address the patient's clinical status but notes an increase in atrial capture thresholds to 6.5 v and a decrease in p-wave sensing to 1.1 mv. A lead dislodgement was suspected.